Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient had experienced elevated blood glucose levels from 250-300 mg/dl. The infusion set was changed, but the elevated blood glucose levels continued. The patient thinks the infusion device delivers an inaccurate amount of insulin. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The occlusion limits were tested successfully. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.